Event description:
Pt was treated with a single use femwave applicator. Physician prompted to investigate the uterine cavity with hysteroscopy as a result of the temperature rise gate (trg) trip at the initiation of the procedure. The user did not perform hysteroscopy and immediately restarted and completed the mea treatment. The patient returned 1 day post op with severe abdominal pain. Laparotomy identified thermal injury to the anterior lower segment of the uterus, bladder and bowel. Bowel resection performed.

Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The applicator was disposed of by the user and thus, could not be analyzed. Add'l device manufacture date: appl. 06/2008.